Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific device failure mode was alleged. To date no medical records have been provided. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, no conclusions can be made. Per the medical record review, the patient was diagnosed with a seroma about a month following implant, underwent repair during which "a small piece of mesh that was not incorporated" was removed. The instructions-for-use supplied with the device identifies seroma as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for repair of a right femoral hernia. A bard 3dmax meh was implanted to repair the hernia defect. The attorney alleges the patient suffered serious bodily injury, which necessitated medical intervention and which caused the patient to incur unnecessary medical expenses, due to dangerous and defective product implanted in her body, which failed to treat the condition for which it was implanted. The attorney further alleges that the patient was seriously and permanently injured. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with right femoral hernia and underwent laparoscopic repair with implant of 3dmax mesh. Per the operative report details, ¿there was a slight indentation just medial to the right femoral vein, possibly a small right femoral hernia. Due to symptoms and surgical finding, I decided to reinforce the myopectineal orifice as a repair with a 3dmax mesh.¿ (B)(6) 2015 - patient underwent CT-guided right inguinal seroma aspiration. (B)(6) 2015 - patient had right groin pain, right leg swelling and seroma, thereby underwent laparoscopic drainage and partial removal of mesh. As per the op-notes, ¿the cystic fluid collection in the right lower quadrant was readily identified. There were a couple of adhesions between the sigmoid colon and the anterior abdominal wall. Once the aspiration was completed, in the depth of the cyst there was a small piece of the mesh that was (folded) not incorporated. This portion of the mesh was excised. The remainder of the mesh covering the indirect and direct spaces were well-incorporated and did not require removal.¿ (B)(6) 2015 - patient had swelling and discomfort. Over a year later, on (B)(6) 2016 & (B)(6) 2018, the patient visited hospital for right lower extremity edema and abdominal pain. Attorney alleges that the patient had pain, seroma, lower extremity swelling and constant numbness on right foot and toes.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific device failure mode was alleged. To date no medical records have been provided. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for repair of a right femoral hernia. A bard 3dmax meh was implanted to repair the hernia defect. The attorney alleges the patient suffered serious bodily injury, which necessitated medical intervention and which caused the patient to incur unnecessary medical expenses, due to dangerous and defective product implanted in her body, which failed to treat the condition for which it was implanted. The attorney further alleges that the patient was seriously and permanently injured.